Event description:
Percuflex stent placed in the right ureter. Should have been put in the left ureter. When error noted at the end of the procedure, stent was removed and new stent placed in the left ureter.